Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow with the device exhibiting non-sustained lead noise due to post paced t wave oversensing. The ICD was reprogrammed. The patient will continue with routine follow ups with the physician.